Manufacturer narrative:
Additional information was received stating that the fault code (fc) that was observed was fc 01 and was reported again. A boston scientific technical services consultant stated that this indicates a charge timeout and recommended device replacement. The clinician stated that the patient does not want to have his device replaced. The clinician will discuss the issue with the physician. This product issue will be updated if additional information is received.

Manufacturer narrative:
Efforts to obtain additional information was unsuccessful. According to our records, the device remains implanted. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient is in jail and device interrogation was requested. Interrogation noted the device had declared end of life (eol) and a general fault code was reported. No adverse patient effects were reported.